Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported high impedances on the left lead; contacts 0-7 were all greater than 40,000 ohms, and were unable to stimulate anything with. The patient did report a fall, but it is not known when the fall occurred. The patient was reprogrammed on their right lead for coverage in their back and lower extremities. It was noted that the right side is stronger than the left. The patient just intends on using their right lead at this time. The patient was implanted for spinal pain and peripheral neuropathy.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.